Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a lead perforation from the right ventricular lead. On (B)(6) 2020, loss of capture was also observed on the lead. The lead was explanted and replaced. Patient was recovering post procedure.

Event description:
New information noted that the lead had dislodged.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.